Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles had outer cover loose and attachment issues. The following information was provided by the initial reporter : the patient reported that the outer cover was loose for recapping and the pen needle could not be detached from the pen.

Manufacturer narrative:
Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for these events. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.